Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited greater than 2500 ohms impedance in unipolar and bipolar, and high capture threshold.